Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: no exact root cause was found in this investigation. However strongly curved anatomy could have been a contributing factor in the advancement difficulties experienced. No evidence to suggest that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: this patient was implanted zenith aaa ( tfb-32-?-(B)(4)) few years ago. The physician confirmed proximal type I endoleak from a zenith product implanted previously. To treat the endoleak, the physician inserted and advanced the delivery system but it would not pass a tortuous part of the aorta. He gave up using and replaced it with gore¿s c-tag, and it was successfully placed on the proximal site of zenith aaa. Therefore, the endoleak was resolved and completed the procedure. This device used for the repairing of zenith aaa, so it seems not suitable for tx2. Patient outcome: unknown.